Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the alarms. System check was performed by tandem technical support, however, the customer declined to complete the check. Ultimately the customer reverted to an alternate method of insulin delivery. There was no adverse impact to customer¿s blood glucose level.